Manufacturer narrative:
The surgeon stated that he didn't think the system was responsible but rather the position of the original incisions creating difficult angles. A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly. Instructions for use which accompany this system warns the user of frame movement: ¿warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result.¿ and ¿warning: do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must reregister." No parts were replaced or returned for evaluation as system performed properly during testing.

Event description:
Medtronic representative reported an alleged inaccuracy during an l3-l5 spinal fusion procedure. The surgeon was performing a minimally invasive procedure and made incisions at an irregular angle to pedicle. When the cannula was inserted into the anatomy, pressure was made on the incisions to get the correct angle. When that pressure was relaxed, the cannula and instruments would be pushed back to a different position than what was displayed in the software. As a result, on the patient's right side, both screws were placed medially per a confirmation o-arm spin. The surgeon repositioned the screws to a correct position, took another confirmation spin, and case was completed successfully after about 20 minute delay for revision. No impact on patient outcome.